Event description:
It was reported that the right ventricular (rv) lead connected to this pacemaker triggered an alert or a high out of range (oor) pace impedance. The lead was made by another manufacturer. The rv lead impedance measured about 2043 ohms. The lead was checked and the unipolar pace impedance was 301 ohms and the bipolar pace impedance was 511 ohms. However, the oor impedance was reproducible with isometrics. No noise could be produced with arm movements or isometrics. The patient is not dependent. The device was left programmed to unipolar pacing and the patient was going to be scheduled for a revision. Technical services suggested to complete fluoroscopy to rule out a lead issue. No adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated.

Manufacturer narrative:
The evaluation conclusion code was updated.

Event description:
It was reported that the right ventricular (rv) lead connected to this pacemaker triggered an alert or a high out of range (oor) pace impedance. The lead was made by another manufacturer. The rv lead impedance measured about 2043 ohms. The lead was checked and the unipolar pace impedance was 301 ohms and the bipolar pace impedance was 511 ohms. However, the oor impedance was reproducible with isometrics. No noise could be produced with arm movements or isometrics. The patient is not dependent. The device was left programmed to unipolar pacing and the patient was going to be scheduled for a revision. Technical services suggested to complete fluoroscopy to rule out a lead issue. No adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated.